Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing via reduced intrinsic amplitudes. The smartpass feature had programmed itself off due to the low intrinsic amplitudes. Technical services advised to check the system location for movement. The smartpass feature is now programmed back on. There were no additional adverse patient effects. The system remains implanted.